Event description:
It was reported that the drive support cap on the insulin pump was loose. Customer's blood glucose reading at the time of the call was 299 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with detached end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, worn keypad overlay and minor scratched lcd window.